Event description:
The device was returned to the service center with a report from the customer contact of battery corroded inside. No additional information provided. This does not indicate a reportable malfunction. However, during verification testing at the service center leakage from the disposable battery was noted in the battery compartment and on the battery door of the device.

Manufacturer narrative:
Testing and investigation found corrosion inside the battery compartment and on the battery door. The cause of the corrosion was due to leakage from the disposable battery. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.